Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The tracer pattern performed on the patient was evaluated by medtronic personnel. The evaluation found that surgeon did not gather posterior points on the patient.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when utilizing the sphenoid balloon. The surgeon opted to complete the procedure without the sphenoid balloon. The representative reported that the surgeon continued to the maxillary and frontal sinuses and that the navigation system was accurate in the sinuses. The sphenoid imprecision was reported to be between 3-4 millimeters in the superior direction. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.